Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this atrial lead dislodged. The lead dislodgement was confirmed via x-ray. The device was programmed to vvi mode for the time being. No adverse patient effects were reported.